Manufacturer narrative:
Additional information: on march 30, 2021, mentor became aware that the patient also experienced capsular contracture on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was updated. Updated device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the posterior view extending to anterior view. Additionally a tear was noted within crease/fold on posterior view measuring approximately 0.4 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 375cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. As a result, the patient is scheduled to undergo device removal and replacement with a similar 375cc saline mentor smooth round moderate plus profile breast implant, catalog number 3502375 on (B)(6) 2021.

Manufacturer narrative:
Additional information: on march 5, 2021, mentor became aware that the patient underwent device removal and replacement with saline mentor smooth round moderate plus profile breast implants, catalog number 3502375 on the left side and 3502450 on the right side, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6), 2021. On march 17, 2021, the mentor failure analysis lab received the device for evaluation. On march 22, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the posterior view extending to anterior view. Additionally a tear was noted within crease/fold on posterior view measuring approximately 0.4 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).